Manufacturer narrative:
On 3/24/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(6).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that an unknown patient had an unknown av-nodal reentrant tachycardia (avnrt) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The introducer for the vizigo sheath could not be introduced through the valve into the sheath. There was resistance putting the catheter into the sheath because the valve was already completely collapsed when we opened the package. The sheath was completely blocked, the catheter/needle/dilator was not still able to be moved through the sheath. The valve was collapsed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Device history record evaluation was performed for the finished device 00001476 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient had an unknown av-nodal reentrant tachycardia (avnrt) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The introducer for the vizigo sheath could not be introduced through the valve into the sheath. There was resistance putting the catheter into the sheath because the valve was already completely collapsed when we opened the package. The sheath was completely blocked, the catheter/needle/dilator was not still able to be moved through the sheath. The valve was collapsed. The hemostatic valve separation is MDR-reportable.